Manufacturer narrative:
Submit date: 9/20/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: they mention black mark, smudged markings and overall the syringe was unclean. Additional information received from the customer states: a 3ml syringe had some little black flecks on it and when they looked at a few more that were still in the package, they could also see the black markings. It almost looks like the ink that they use to place the millimeter marks was smudged. The little black flecks were found below inside the syringe.